Event description:
It was reported that the patient presented for dual chamber pacemaker implantation with left bundle branch pacing (lbbp). On (B)(6) 2026, a lead was implanted with satisfactory parameters. Approximately 30 minutes post-procedure, the lead helix appeared to retract, and the decision was made to reposition the lead the next day. On (B)(6) 2026, a second lbbp attempt was performed. Although acceptable parameters were achieved, the helix again appeared to retract after approximately 30 minutes. As the patient was pacing dependent, the lead was successfully repositioned in the rv septum. Patient condition was stable.

Manufacturer narrative:
The reported event of ¿unspecified helix rotation issue¿ was not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The helix did not retract by itself. Visual inspections of the lead did not find any anomalies.